Event description:
The user tested glucose on two separate green top plasma tubes drawn from a pt during the same venipuncture. On the first tube, the glucose result was 461 mg per dl. The glucose result from tube 2 was 534 mg per dl on the same analyzer. The first tube was repeated and the result was 457 mg per dl. The user ran the first tube on another analyzer and received a result of 484 mg per dl. The user repeated tube 1 again with a 1:3 dilution and received a result of 467 mg per dl. The user repeated tube 2 and received results of 427 and 547 mg per dl and with a 1:3 dilution received a result of 462 mg per dl. The field service rep performed a check test on the analyzer and changed the probes. On 8-18-09, each tube repeated four times. Tube 1 gave results of 440, 431, 431 and 425 mg per dl. Tube 2 gave results of 424, 416, 422 and 417 mg per dl. The user reported the glucose of 416 mg per dl. The pt was not "mal treated" in any way.